Event description:
It was reported that the patient presented to clinic with an alert for high, out of range hv lead impedance on the svc vector. The svc coil was programmed off. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.